Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (44 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. An investigation of the returned pump is ongoing. A detailed analysis will be provided as soon as available.

Event description:
Berlin heart inc. Was informed by the clinic via the hotline that the left excor blood pump of a patient supported in the bvad configuration displayed a reduced pump ejection. An adjustment of the stationary driving unit parameters resulted in a minimal improvement. However, a small wrinkle was visible in the end diastolic position. The patient condition worsened in the next 48 hours and on (B)(6) 2018, the clinic decided to exchange the affected blood pump. The affected left pump was exchanged by trained personnel in the clinic. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc (importer number: 3008454189) is submitting the report on behalf of berlin heart gmbh (manufacturer). The clinic provided berlin heart with a video and two photos of the blood pump at the time of the incident. The video from the clinic confirms that at the time of the incident, the membrane was not completely ejecting at times. The photos from the clinic did not reveal any abnormalities. The affected pump was submitted to (B)(6) university's pathology lab for analysis and the analysis report, including CT-images, were provided to berlin heart. Based on the CT images, an air cushion was detected between the air-side and middle layer of the membrane. For an air cushion to form between the membrane layers, the air-side layer of the triple layer membrane must have a leakage. Minimal small particles were detected in the membrane interstices. The blood pump was then sent to berlin heart. However, it was lost in transit through fedex. The blood pump was not available for analysis and no determination could be made regarding the cause of the error. Furthermore, the functional performance of the residual pump or of the thickness of the membranes could not be determined. Although this pump was not physically evaluated by berlin heart, based on the videos from the clinic and the CT images, a membrane defect can be confirmed in the air side layer.